Manufacturer narrative:
H3: analysis of the pump found no anomaly. Analysis of the catheter found ¿catheter body ¿ kink observed¿ and ¿catheter body ¿ has significant twisting that may have affected infusion¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 17-oct-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 409 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that last week the patient's pump had a large volume discrepancy. Today they were doing a catheter revision and replacing the pump too.

Event description:
Additional information was received from a healthcare provider via a company representative. The cause of the volume discrepancy was noted as being most likely a catheter kink. It was noted that a few things occurred in surgery. The healthcare provider found a kink in the catheter between the anchor and the fascia. It was noted that the healthcare provider was aware the pump would have been included under the voluntary particle recall, so they decided to replace the pump as well. Both the pump and catheter were replaced with new. The reservoir volume in the explanted pump was 40 ml and the expected volume was 8.9 ml. The devices were being returned to the manufacturer. The drug was noted as having been put back into the reservoir prior to shipping.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.